Event description:
Customer reported the following:"we had a patient in the ed on (B)(6) 2021 at 2353 on the triage meter the tni was 1.28 and on (B)(6) at 0845 it was 1.46. This same patient had cardiac markers performed in the lab on (B)(6) at 0016 tni <0.03 at 330am <0.03 and at 930am <0.03. Those were performed on the beckman 660i. The doctor is concerned about the big difference in results."

Manufacturer narrative:
Investigation conclusion:the customer's complaint was not replicated during in-house testing of retain device lot t11652n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors.manufacturing batch records for lot t11652n were reviewed and found that the lot met final release specifications.based on the information available, there is no indication of a product deficiency and no corrective action is required